Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer¿s single waveform electrograms (egm) was very slow and occasionally there was no signal. The analyzer passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer¿s single waveform electrograms (egm) was very slow and occasionally there was no signal. The analyzer was returned for analysis. No patient complications have been reported as a result of this event.